Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 129. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had to visit the emergency room (ER) due to high blood pressure, high blood glucose (bg) levels of 21 mmol/l (378 mg/dl) with ketones of 3. The patient woke up during the night vomiting, the pod was inspected by the mother who noted that it was leaking insulin from the bottom. She called the hospital, replaced the pod and administered manual injections. The patient's mother brought her daughter to the emergency room where she was monitored for vital signs due to her body being under stress and more insulin through manual injections were provided to stabilize her bg levels. The pod was left at the hospital. No other information was provided on this event.